Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 160 mg/dl. Customer¿s blood glucose level was 420 mg/dl at the time of incident. The customer's current blood glucose is 294 mg/dl. The customer provide symptoms such as trouble in breathing, vomiting and urinating as a result of high blood glucose. The customer was treated by intravenous drip. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Date of hospitalization information has been updated and provided with this report.

Event description:
Customer was hospitalized on (B)(6) 2018.